Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The rep reported that the lead looked defective, wire was exposed and the physician did not use it/never implanted. The rep reported that another lead was used. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.